Event description:
It was reported that the roller clamp of a secondary access set released too easily, resulting in medication flowing too quickly through the tubing. This occurred during priming with an antibiotic medication. The reporter stated that though the nurse was not trying to use the roller clamp as a flow regulator, the clamp was not able to be opened ¿a little bit¿. A clinical educator explained to the reporting facility that the roller clamp is an on/off, not flow regulating, mechanism. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should the device be received, lot number become known, or other additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.